Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however, the current status of the number of patient is unknown there was no information provided regarding the lot number of the antigen test kit; therefore ihealth labs, inc., could not conclude if the test kit was a counterfeit product or not. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed as noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Continuously follow up on new customer feedback.

Event description:
The user was noted to have reported via zendesk, as follows: " refund for there being an error with the test kit! They results were false negatives because I tested myself and my father and we both tested negative and with out primary physician we tested positive. "